Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. The reported adverse event/incident was identified by endologix through an ongoing review of industry relevant journal articles where patient related outcomes are presented anonymously, and patient specific device information is unavailable. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed as the reported event was found during publication review where the patient information is anonymous. Device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The reported incident was identified by endologix through review of an industry relevant journal article. There are two journal articles that are the same subset of patients. Doi.org/10.1177/15266028241255541. Doi.org/10.1177/15266028251317910. It was reported that 341 patients were initially implanted in italy with an afx duraply bifurcated stent graft system between 2014 july 01 and 2018 november 30. It was reported in the journal article that of the 341 patients, 16 patients had either a type iiia endoleak or a type iiib endoleak (tiiiel) that required intervention. The exact case date, event details, event dates, lot numbers, and catalog numbers were not provided in the journal article. No additional information will become available regarding this initial/final report due to the absence of patient identifiers. This report addresses patient 12 of 12.